Manufacturer narrative:
At the time of this report, the device has not been received for evaluation. A follow-up medwatch will be filed if further information becomes available.

Event description:
The report received states that the mps console displayed error code 004 during a maintenance dose and the user had to switch to the manual hand crank to complete the case. No patient complications were reported as resulting from the alleged issue.

Manufacturer narrative:
The console was evaluated and the reported complaint was duplicated. The unit was disassembled and checked for fluid intrusion, defects and damage and none was identified. The voltage on the pcsa power cable was measured at 4.9 volts where it should have been 5.1 volts. The power cable was replaced and this resolved the issue. The device was tested and passed all functional testing. No corrective action is being taken at this time as this is an isolated event. Complaints will be monitored for recurrence of similar issues.